Manufacturer narrative:
(B)(4). Batch # = m92g78. The analysis results found that the mcm20 device was returned in good visual condition with a clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 16 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an open hepatectomy procedure, the clips of the device were loose on the tissue and could not close the tissue. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.